Event description:
It was reported that the customer had a button error alarm on the insulin pump a few weeks ago. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. All of the buttons functioned properly and no button error alarm or damage to the keypad traces was noted. The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.